Manufacturer narrative:
The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
Female in her 20s was implanted with barricaid in may of 2022. She had reherniated after a prior discectomy at this level, so this implantation represented off-label use. Within 6 months, a significant amount of heterotopic ossification occurred causing back and leg pain, as the ossification had compressed the nerve root. A reoperation was performed to resect the ho, and a tlif was performed. Resection of the ho was challenging, and the polymer barrier was removed by grasping and tearing. Eventually, the polymer barrier was completely removed piece by piece. The bone anchor was left in place. Ho data from the pivotal study of barricaid were discussed with the surgeon. The severity of ho formation of this patient occurred much faster than observed in the study. He felt that there must have been something unique about this particular patient.